Event description:
Per (B)(6), the bolt that holds the right side caster housing to the frame sheared while bringing the chair down a ramp. Cookie reported that the chair then tipped forward while the chair was already off the ramp and being inspected by the end user's mother. The end user hit her head on the cement which caused a cut resulting in the need of medical glue to shut the wound closed.

Manufacturer narrative:
(B)(6) reported that repairs have been made to the end user's wheelchair. It appears that the wheelchair and/or parts involved in this incident are not being returned to sunrise medical (us) llc. We will make every effort to complete an investigation through either obtaining pictures or video of the chair involved, or by performing an investigation on a chair of equivalent construction. If and when more info can be obtained from that investigation, a f/u report will be filed.